Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 48 mg/dl. Customer had had a diabetic seizure. Customer was hospitalized due to low blood glucose. Caller states that customer experienced low blood glucose for two weeks. It was reported that customer had issues with meter as it was giving different readings. When customer's blood glucose was checked at the hospital, it read 519 mg/dl and 417 mg/dl. Customer's blood glucose at the time of call was 164 mg/dl. Caller declined troubleshooting for low blood glucose. Caller was advised to call for another meter.